Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia procedure on (B)(6) 2016 and mesh was used. The product was removed from the box and a tear was noticed in the packaging. The case was completed using another device of the same product code. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
The actual semi-opened foil package presented a z-shaped tear. However, the cause, when and / or how the damage of the foil package occurred, could not be determined. It appeared the tear had been externally caused by a sharp object. No further damages were visible at the foil package. Mesh device was found to be intact and showed no signs of degradation. As the cardboard envelope (outer package of the foil) was not returned no further evaluation could be performed.